Event description:
(B)(6) registry. It was reported that angina and restenosis occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal right coronary artery (rca) extending up to mid rca with 85% stenosis and was 64 mm long, with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 mm x 38 mm and a 3.50 mm x 32 mm promus premier stent systems. Following this, post-dilatation was performed with residual stenosis as 10%. Seven days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. On the following day, the subject was referred for coronary angiography which revealed 60% stenosis in mid rca which had previously placed study device was treated with percutaneous coronary balloon dilatation (tvr) and percutaneous coronary intervention (pci). Post intervention, residual stenosis was 10%. The rationale of intervention was angina. Two days later, the event was recovered and resolved and, on the same day, the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Corrected: h6 - device codes: corrected to (a1409) obstruction of flow.

Event description:
(B)(6). It was reported that angina, myocardial infarction, and restenosis occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal right coronary artery (rca) extending up to mid rca with 85% stenosis and was 64 mm long, with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 mm x 38 mm and 3.50 mm x 32 mm promus premier stent systems. Following this, post-dilatation was performed with residual stenosis as 10%. Seven days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. On the following day, the subject was referred for coronary angiography which revealed 60% stenosis in mid rca which had previously placed study device was treated with percutaneous coronary balloon dilatation (tvr) and percutaneous coronary intervention (pci). Post intervention, residual stenosis was 10%. The rationale of intervention was angina. Two days later, the event was recovered and resolved and, on the same day, the subject was discharged on aspirin and clopidogrel.